Event description:
Affiliate reported that the valve was implanted in 2009, and later revised as it was not possible to reprogram the valve.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.